Manufacturer narrative:
Conmed corporation received one (1) "used/damaged" core entree ii valve/reducer for evaluation. The device was examined in the laboratory and visual inspection found the upper seal was present but had detached around the ribbon area of the seal. The exact cause of the detached seal was unable to be determined, as no manufacturing defects noted on the returned device. The physical damage of the seal gave an indication that the cause of detached seal was most likely use related. The specific instruments used in the procedure when the incident occurred are unknown. The device was manufactured on 07-april-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing (B)(4) units, there has only been this one (1) reported complaint. A two (2) year review of product history for this device revealed (B)(4) similar occurrences for the tear/detachment of upper seal. During this same two (2) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode 0.03 percent. To date there have been no patient long term adverse effects reported regarding this incident. The 5-12mm entree ii valve/reducer is comprised of an internal silicone valve and reducer contained in a plastic housing. When attached to a compatible cannula, it allows the insertion of multi-sized instrumentation and prevents co2 gas loss. The entree ii valve/reducer, available in 5-12mm size has application in gynecological laparoscopy, laparoscopic cholecystectomy and other laparoscopic procedures. To prevent damage to the device and leakage, the instructions for use (IFU) provides the following precautions and warnings: to prevent damage, the trocar should not be introduced into the valve/reducer at an angel. Desufflation will occur during instrument insertions if the elastic seal is compromised.

Event description:
The end-user facility reported that during use of a cd775 core entr&#581; ii 5-12mm valve/reducer in the surgery, when insufflation gas leaked was noted. Subsequently, the device was examined and complete detachment of the main body seal was detected. There was no report of surgical complication and no report of the detached seal fell into the surgical site received from the user facility. As reported, the procedure was otherwise completed with no further complications or patient injury. Despite multiple follow-up requests, no additional information received in regards to the patient's demographic information.